Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port plunger movement was difficult. It was reported by customer that it was difficult to inject all of medication through needle, required extra pressure on plunger. Verbatim: customer report: I have 3 product concerns on needle 305761. None were kept for return. Lot numbers were 4237594 (2 of them) and one was lot4303993. Outpatient clinic ¿ complaint was that it was difficult to inject all of medication through needle, required extra pressure on plunger.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control there is a visual inspection on clogged needle at assembly in-process inspection.